Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 485 mg/dl at the time of incident and current blood glucose level 265 mg/dl. Customer other relevant blood glucose level was over 400 mg/dl. Customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer feel ok trouble shoot high blood glucose. Customer also stated that the insulin pump had pump error the motor arm cannot communicate with the main arm and hal software error detected. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump error 4 and pump error 53 not noted during testing, however pump error 4 and pump error 53 found in the device history due to software error.